Event description:
Boston scientific crm received information that this right ventricular lead was abandoned surgically due to high impedance measurements, high threshold measurments and intermittent capture. Oversensing in bipolar configuration was noted as well. No adverse patient effects were noted.

Manufacturer narrative:
The abandoned lead will not be returned for analysis therefore boston scientific crm cannot confirm this clinical observation. This report will be reopened if additional information becomes available.